Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had the ins for 3 years and only once did they feel it in their lower back. Patient reported that an hcp explained to them it was poorly put into their body. Patient expressed frustration and reported they had a fall and their pain was up the roof. Patient reported their hcp refused x-rays. Patient reported issue was not resolved.

Event description:
Additional information was received from the patient reporting that they needed their stimulator adjusted because the stimulator was not working for them anymore as they stated the stimulation was going down their legs instead of in their back where they needed it to be. The patient stated that they were having a lot of problems with the stimulator, but they didn¿t but they didn¿t take pain pills. The patient noted that they had a new doctor because they had told their previous doctor several time that they were having issues not feeling stimulation whatsoever and the patient fell. However, it was indicated that their previous doctor refused to give them any x-rays. The patient stated that their stimulator hadn¿t been working for a while and they weren¿t able to provide a year of when this began. The patient had a loss of therapeutic effect. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stimulation was turning on and off for the last couple of months (2019). It was confirmed by the calling manufacturer representative that the patient's adaptive stimulation (as) and cycling were not active. The consumer felt stimulation turn on and off during the current session when the patient was sitting there with their head slightly turned. The caller interrogated the system and confirmed that stimulation was not turning off when the patient felt stimulation on and off. Impedances were all less than 1000 except one was at 1300 with reference electrode 0. The impedances looked similar at other references. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having some problems. After they completed charging and turn the implantable neurostimulator (ins) back on they did not feel stimulation all of the time. The only time they felt stimulation was when they were laying down or sitting. It was being sporadic. When the patient was walking around they could feel stimulation a lot to where they almost fell. The patient had been in a lot of pain starting last month. It was confirmed that the programmer showed stimulation was on. The patient had been turning stimulation up but the stimulation would only last 10 minutes and then it stopped. The sporadic stimulation had been occurring a long time but the consumer had noticed it this last weekend. No further complications were reported.